Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose reached 510 mg/dl and a manual injection was used to correct. Reportedly, the infusion set was changed to address the issue.